Event description:
Hcp reported device was removed in 2005 due to infection. The device was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.